Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. The aortic neck is moderately angled. It was reported that the stent graft migrated approx 1.5 cm, due to the moderate angulation of the aortic neck. The physician elected to implant a 26 mm diameter x 3.75 cm length aneurx aortic cuff approximately 3 months ago. No additional clinical sequelae were reported and the pt is fine.